Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61. Both the removed user interface (ui) pcb and ui to stack flex cable assemblies were ancillary parts and there was no failure of either assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed the device would lock up when powered on and showed a white display. Physio replaced the system controller pcb, user interface pcb and user interface to stack flex cable assemblies. After observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device was showing a white screen when powered on. There was no patient use associated with this event. The white screen is indicative of a device lock up and the device may not be able to be used for patient treatment if needed.